Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip/end of the monopolar hook handle (cev229-1a) melted (blue part) during first use. The staff checked a different hook and saw that the coating was not recovering all the hook the same way. The one which melted has coating more close to the extremity. The customer commented risk that small part melted fall and stay in the patient. However, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The reported hook handle (cev229-1a) was not returned; thus, an evaluation and investigation for cause was unable to be performed. No lot number was provided and thus manufacturing records could not be reviewed. According to the complaint description, "the end of monopolar hook melted (blue part) during first use" and the concerned device was scrapped. This description corresponds to a different forceps product and not the reported cev229-1a. The reported event may be due to a defect of the coating or the use of excessive voltage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.